Event description:
It was initially reported that a physician's vns programming handheld would freeze during interrogation. The physician would re-seat the flashcard, however, this would not resolve the issue. The physician was sent a replacement and returned the old handheld and software to the MFR for analysis. Device eval has not been completed.